Manufacturer narrative:
The test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs plus meter serial number (B)(4). The meter results were >8.0 inr, 4.6 inr, 4.0 inr and 3.7 inr. The tests were performed "consecutively." The patient's therapeutic range is 3.0-4.0 inr with a testing frequency of weekly.